Manufacturer narrative:
Since initial contact it is noted that the device was lost in transit therefore no longer available for return. A device history record review for this lot is being conducted and no additional information is available at this time. No conclusions are made at this time. (B)(4).

Event description:
The contact from the facility reported that the deltaplush 1,5 x 3 microcoil (dpl10015320/p10218) was detached while advancing in the microcatheter (details unknown). The coil was removed along with the microcatheter. There was no significant delay or patient injury reported. An adequate continuous flush was maintained through the microcatheter at all times. There was no resistance between the guidewire and microcatheter when accessing the target site. There was resistance when advancing the coil through the shaft of the microcatheter. Prior to this coil other coils went through the same microcatheter without resistance. There were no kinks in the microcatheter that may have contributed to the event. There were no damages noted on the coil after removal. The coil did not stretch prior to detachment. The procedure was continued with a similar device. At the time of initial contact the product was available for return.

Manufacturer narrative:
The deltaplush will not be returned, therefore the root cause of the coils resistance and premature detachment inside the microcatheter cannot be determined, DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.